Manufacturer narrative:
H3: analysis found two pieces of the inner assembly were returned in a small resealable bag. Upon receipt, black oily residue was observed on the shaft and the distal end of the inner hub. The distal end of the inner hub (outside diameter) was deformed, measuring 0.355 inches in outside diameter, exceeding the specification of 0.330 ± 0.002 inches. Due to the damaged condition of the device upon return, functional testing could not be performed. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that postoperatively the burr could not be removed from m5, during use it had no issue. There was no patient involved.